Manufacturer narrative:
Product analysis: the valve was not returned and the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Another relevant device is: product ID: [enveor-l] serial/lot [unknown] use by date [unknown] UDI [unknown]. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the pacemaker wire was inserted from the jugular vein and there were some problems getting the pacemaker lead in place. The valve was loaded and the delivery catheter system (dcs) passed through the anatomy without problems. During the deployment, the valve dislodged into a deep position and was recaptured. It was unclear how many times the valve was deployed and recaptured. Upon final release from the dcs, the valve dislodged deep with severe paravalvular leak (pvl). The valve did not interfere with the mitral valve, so a second valve was implanted in a good position and resolved the pvl. The patient left the catheterization laboratory hemodynamically stable. One day post procedure, the blood pressure dropped and the patient went into cardiac arrest. The patient's chest was surgically opened, and bleeding was observed. It is unclear what caused the bleeding. The physician predicted that a perforation occurred from either the pacemaker lead, the super stiff wire, or the first valve being implanted in a deep position. The patient subsequently died. Additional information was received that an autopsy was performed and determined that the death was due to a dissection in the ascending aorta. The cause of the dissection was not known but the physician reported that it may have been caused by the dcs.

Manufacturer narrative:
Additional information was received with the delivery catheter system (dcs) information and provided below in the system related information section d information references the main component of the system. Other relevant device(s) are: product ID enveor-l lot0008812612, use by date 2018-09-27, UDI unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Angiographic records submitted for review showed a balloon aortic valvuloplasty (bav) being performed, however, the balloon was fully inflated and still shown to be moving up and down the annular wall, which indicates that the balloon was undersized as compared to the patient¿s annulus, thus not enough contact was made with the balloon and the annulus. The imaging shows the valve at 80% deployment, which is a point in deployment that the valve can be recaptured for repositioning if deemed necessary. The recapture feature of the enveor delivery catheter system (dcs) allows for additional attempts at accurately positioning the valve. It is not known how many times the valve was recaptured but the device instructions for use (IFU) warns that after the third recapture, the valve must be removed from the patient. The film shows the valve at a depth of 8 mm into the left ventricular outflow tract (lvot). Medtronic best practices recommends starting deployment at a target implant depth of 3-5 mm. The final position after full release is shown to be extremely deep at 20 mm into the lvot. At this stage the valve cannot be recaptured. Based on review of the films, it is unknown what caused the valve dislodgement. Potential factors that can influence a dislodged valve, include tension applied on the dcs dur ing positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. The film shows paravalvular leak (pvl) around the skirt of the implanted valve which is located at 12 mm. In this case it appears that the inaccurate positioning of the valve at an 8 mm depth and the eventual dislodgement of the valve deep into the lvot caused the pvl. Angiography shows a second valve was deployed into the first valve, valve-in-valve. The second valve appeared to be in an appropriate position but since there was no contrast administered in that film, medtronic was unable to assess for pvl or the depth of the implant. It was reported that the pvl resolved with the second valve implant and the patient left the catheterization lab hemodynamically stable. One day following the procedure, the patient exhibited hypotension and went into cardiac arrest. These complications are typically a result of other cardiovascular events. In this case, it was reported that bleeding was detected, and the patient expired due to a dissection in the ascending aorta. There were no films showing manipulation of the dcs in the ascending aorta or the arch, therefore the cause of the dissection and its potential relationship to the dcs cannot be established. Cardiovascular injuries, such as dissections and bleeding, are known potential adverse patient effects per the IFU, and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. There was no information to suggest a device quality deficiency or malfunction related to this event. Medtronic will continue to monitor for similar events. If information is provided in the future, a supplemental report will be issued.